Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-45 lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that high thresholds and high impedance were observed on the right ventricular (rv) lead. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.